Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the alinity c16000 processing module for one patient. The following data was provided (customer¿s reference range for magnesium: 1.6 to 2.6 mg/dl): patient 2: initial mg result = 7.1 mg/dl; repeat mg result = 2.1 mg/dl only the retest results were reported. Quality control was in range. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the clamp, syringe, samp/reag pump (rohs), resolving the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 processing module did not identify an increase in complaint activity. A review of tracking and trending for the clamp, syringe, samp/reag pump (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the clamp, syringe, samp/reag pump (rohs) were identified.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the alinity c16000 processing module for one patient. The following data was provided (customer¿s reference range for magnesium: 1.6 to 2.6 mg/dl): patient 2: initial mg result = 7.1 mg/dl; repeat mg result = 2.1 mg/dl. Only the retest results were reported. Quality control was in range. There was no impact to patient management reported.